Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's sensor was working intermittently. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and it was observed that there was no physical damage to the sensor. The reported event that the patient's sensor was working intermittently was not confirmed. A root cause could not be determined.